Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during the procedure air bubbles were noted in sgc as soon as the dilator was removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. During preparation of the steerable guiding catheter (sgc) there were no issues noted. The sgc was advanced; however, when the dilator was removed, air was noted in the column. Troubleshooting was performed and the sgc flushed multiple times, but the air bubbles remained present. The sgc was removed and a new sgc was used. The procedure was completed successfully. One clip was implanted, reducing 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.